Event description:
The patient was a 27-year-old male with deep vein thrombosis. The majority of the patient's thrombus had been removed using a triever20. Imaging was performed which revealed residual clots the physician chose to address with the clottriever xl catheter (ctxl). No inferior vena cava (ivc) filter or protection was seen. The ctxl was used to perform a pass in the common femoral vein. After removal and cleaning the basket, the patient's o2 dropped to the low 90s. After a couple of deep breaths, the patient's o2 came back up, and the physician performed another pass. After this occurred, the patient's o2 dropped again but more significantly. A code was called, and the patient was flipped onto his stretcher. Multiple rounds of resuscitation medications were administered to the patient. Resuscitation efforts (CPR) were continued for 45 minutes before the case was called and the patient expired.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, or design. The case was reviewed by inari's chief medical officer, who concluded that the patient's death was the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).